Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency. Considering an attempt was made to use an atherectomy device prior to stenting, it is likely the lesion condition was difficult and contributed to the failure to cross. Analysis of the returned product noted blood visible on the shaft, balloon and in the guide wire lumen, and contrast on the shaft. This is consistent with the use inside the body. The balloon was returned tightly folded and the tip length met mfg dimensional criteria. It was confirmed that the stent implant had dislodged from the balloon and was not returned. However, there were crimp marks visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is possible that the attempts to cross the lesion and interaction with the lesion/anatomy damaged or loosened the stent implant such that during removal, the stent dislodged in the rca, which resulted in the stent remaining in the pt. Additionally, there was a kink in the hypotube at the distal end of the strain relief tubing and multiple bends and kinks throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. In this case, the reported failure to cross, stent dislodgement, and subsequent shaft damage appear to be related to operational context. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Reportedly, a procedure was being performed in the right coronary artery (rca) with a non-abbott atherectomy device which stalled in the lesion. It was noted that the pressure was bottoming out and stalling. There was a hole in the shaft and the non-abbott atherectomy device was removed successfully. An attempt was made to use a promus 3.5 x 18 mm; however, it would not cross the lesion and it was later noticed there was no stent on the balloon. The undeployed stent was left in the rca lesion. There were no pt complications and there is no follow up scheduled at this time. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.